Manufacturer narrative:
Additional information provided in a.2., a.4., b.5., d.5., d.10., h.3., h.6. And h.11. The product was not returned for analysis. The reporter states the use of amvisc as viscoelastic, which is not qualified to be used with the associated product. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of a non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical device (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated there was no patient contact.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, it was noted that the implant did not deploy correctly inside the injector, and one of its haptics broke before the injection into the eye. As a result, the surgeon decided to replace the implant with an unspecified lens. Additional information has been requested.